Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported shortly following implant procedure that dislodgement was observed on the right ventricular lead via medical imaging. The lead was explanted and replaced successfully. The patient¿s condition was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.